Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing inadequate pain relief. Database (db) analysis revealed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. Device malfunction was suspected by the physician. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. Database (db) analysis revealed high impedances. The patient will undergo a lead replacement procedure.